Event description:
The patient was revised on (B)(6) 2021, approximately 3 weeks after the primary surgery on (B)(6) 2021 as the humeral cup got disengaged from the humeris stem. The disengaged humeral cup (36/6) was explanted and a new humeral cup (36/6) was implanted.